Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -04.00 diopter, in the patients eye. The lens was explanted and replaced. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
Age: unk. Sex: unk. Weight: unk. Race: unk. Ethnicity: unk. Date of event: unk. Implant date: unk. Explant date: unk. Claim # (B)(4).

Manufacturer narrative:
B5: the lens was implanted in the patients right eye (od) on (B)(6) 2022. The lens was explanted on (B)(6) 2022 due to low vaulting. The lens was replaced with a longer lens and the problem was resolved. The patient is happy with the results. The cause of the event was due to the device. Claim # (B)(6).